Manufacturer narrative:
Additional information states there was no alleged issue with the device and also states the tool was not broken. Hence the event becomes not reportable and submitting the correction. "Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of attachment(af02), serial number (B)(6): evaluation determined that bur stuck inside the tube. The likely cause of failure is presence of foreign debris due to inadequate preventive maintenance. It was also noted laser markings and color band are faded; leg is worn. Product analysis of pss unknown tool (unknown lot number): no conclusion can be drawn. Device evaluation anticipated but not yet begun. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: af02, serial/lot #: p30438676, ubd, UDI#: (B)(4), date of event notification: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of problem not reported. It was reported there was no patient involvement. Repair escalated to product event on evaluation due to suspected dissecting tool breakage.